Manufacturer narrative:
Additional information b5: medtronic received additional information that there was no damage to the device, the packaging or other contents within the package. As the leak was discovered in time, there was only a small amount of patient blood loss. A blood transfusion was not required as a result of this leak. The arterial flow was 3800ml/min and the arterial blood pressure was 60 mmhg, the venous data was unknown. There was no air in the system/tubing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiopulmonary bypass procedure, the affinity nt oxygenator experienced a blood leak. The oxygenator was replaced by another medtronic product to complete the procedure. No patient complications have been reported as a result of this event.